Event description:
During an atrial fibrillation procedure, shearing of the distal sheath occurred. During access via the right groin the tip of the sheath was sheared due to complex patient anatomy and entrapment with the guidewire. The procedure was aborted and an atrial and venous angiogram was performed confirming there was no venous tear and the sheath fragment was removed. The patient was hypotensive and did require a blood transfusion during the event. The patient was monitored and discharged from the hospital one week later.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported detachment could not be conclusively determined.